Event description:
It was reported that one day post implant, the lead showed increased thresholds. The physician requested a new lead be implanted instead of repositioning the existing lead. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; full lead returned and analyzed.